Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the roller pump was very noisy. An alternate roller pump was employed for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation anticipated, but not yet begun.